Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. During the revision procedure the physician accidently damaged the right atrial (ra) lead. The lead was capped and remains implanted. There were no additional adverse effects reported.